Event description:
The user reported that post placement, the catheter would not flush or drain properly. The device was exchanged. The catheter was looped in the patient's belly after it was removed, and was found to have fibrin clogging the lumen. The physician places the device utilizing an open procedure rather than laparoscopically. No lot number has been provided. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: one used device was returned for evaluation. Explant date is an estimate. Since the lot number was not provided, the device history record and complaint database could not be reviewed. A follow up report will be submitted when the evaluation has been completed.